Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was they had not used their implant since 2015 or 2016. Pt stated the therapy was not really helping the way they had hoped, and then started on a new medication that proved to be much more effective. Pt stated they were planning on having the implant explanted. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed donation process. Pt was unsure who their managing hcp was.

Manufacturer narrative:
Event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.